Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure in the common stomach on (B)(6), 2010. According to the complainant, during the egd procedure, the physician went to deploy the clip; however, it would not release from the catheter. The clip was eventually pulled off of the mucosa and clinical follow up confirmed that this manipulation did not result in additional bleeding or tissue damage. The physician was able to resheath the clip and complete the procedure with another resolution clip. There were no patient complications as a result of this event. The patient was reported to be "fine" at the conclusion of this procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. (B)(4): the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.